Event description:
Boston scientific received information that the clinic was experiencing difficulty interrogating the device. Boston scientific technical services (ts) was consulted and suggested troubleshooting steps. The field representative was unable to obtain any additional information from the clinic. All available evidence indicates the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.